Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited power switching. The battery capacity when the event occurred was greater than or equal to twenty-five percent. The batter was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned battery in relation to the reported event. The returned battery passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a momentary disconnection within each 15-minute interval. Analysis of the log files revealed a power switching event due to momentary disconnections involving the battery within the analyzed period, thus confirming the event. Based on the log file analysis, the most likely root cause of the premature power switching event can be attributed to a momentary disconnection between the controller and battery. An internal investigation evaluated momentary disconnections. If information is provided in the future, a supplemental report will be issued.